Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
When the handle is in the lock position, the handle does not lock properly.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Functional testing of the returned device could not replicate the reported problem. The device locked and unlocked as design intended. A complaint database search against product code 865034 did not reveal any trend of reported locking mechanism failures. No evidence was found of product malfunction and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.